Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, while the patient was hospitalized for other indications, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unspecified date, during hospitalization the patient was treated for the peritonitis with unknown antibiotics (dose, frequency, and route were unknown). During hospitalization, pd therapy was ongoing with a homechoice device. It was unknown if the patient was using her own homechoice device or the facility¿s device. On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis. Subsequent to the peritonitis event, the patient passed away due to another indication and it was confirmed that the patient had recovered from the peritonitis prior to death. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).